Event description:
Complainant alleged that the clinician was monitoring a pt (age and gender unknown) who was presenting a ventricular tachycardia heart rhythm, using electrode with the device. The clinician then turned the device from monitor mode to defib mode and defibrillated the pt once at 200 joules, but the device displayed a "check patient" and a "paddle fault" error message after depressing the charge button. The clinician again attempted to defibrillate the pt at 360 joules, but the device displayed the same error messages. The complainant then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.